Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was below 70 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.